Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 477 mg/dl and insulin pump received no delivery alarm. Customer performed troubleshoot for no delivery and insulin pump did not alarm for no delivery but declined further troubleshoot for no delivery as well as for high blood glucose. Insulin pump will be return for analysis.